Event description:
On (B)(6) 2015, a dentist reported the case of a patient who required endodontic treatment. The patient, a (B)(6) female, had an onlay made from 3m espe lava ultimate cad/cam restorative for cerec on tooth #14, which was placed on (B)(6) 2012. The dentist reported that there was leakage beneath the onlay, which led to the need for the root canal, which was performed on (B)(6) 2013.